Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. Upon review of the data available, the nature of the plaque and its association with the device was not determined. Plaque might refer to scarring or fibrosis, both of these scenarios are anticipated in nature and severity. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists patient problem as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a revision surgery involving an inflatable penile prosthesis (ipp). During the procedure the existing device was removed and a new ambicor penile prosthesis (app) was attempted to be implanted; however, due to plaque this was unsuccessful. A tactra prosthesis was implanted to complete the procedure. No additional information was reported.